Manufacturer narrative:
(B)(4). Medical devices: vanguard cr ilok fem-lt 60 catalog# 183024 lot#unk, vngd cr tib brg 12x63/67 catalog# 183422 lot# unk, biomet cc I-beam tray 67mm catalog# 141222 lot#. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2018 - 06534, 0001825034 - 2018 - 06532, 0001825034 - 2018 - 06531.

Event description:
It was reported patient underwent a knee arthroplasty. Subsequently, it was noted that patient had a deep vein thrombosis one month post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.